Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that while navigating, an orange triangle came up on the screen and stated low performance. All views were also black and said low performance. The site rebooted the system to continue the case. The case was completed using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cause of the issue was user error. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) determined that the site unplugged the system to move it and the system would not start then after. The issue has not occurred again and has been resolved by holding the power button for 10 seconds to reset. Manufacturer representative (rep) confirmed that the cause of the issue was user error.